Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation and updated event date. The product remains implanted. As an examination of the product may not conclusively confirm or disprove the reports of infection, the physician's observations are accepted as the reason for the report. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) year old patient experienced urinary infection with e-coli after altis procedure. Date of procedure: (B)(6) 2018. Date of onset event: (B)(6) 2018. Treatment: antibiotics. Status of the event: resolved on (B)(6) 2018 (device still implanted).